Event description:
It was reported that: a pt had post operative recall of the surgical procedure. Desflurane was being administered via a d-tec vaporizer, propofal was administered intravenously. The operator was using an agent monitor.